Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient also suffered capsular contracture; baker grade iii and not cutaneous contour deformity. Hence patient code has been updated to capsular contracture under field h6. On (B)(6) 2019, mentor received additional information indicating that baker grade was iii / IV. Also, date of surgery was provided as (B)(6) 2019. Hence, following updates have been made on this form: - is required intervention has been selected under section b; field b2 - field d7 has been updated to (B)(6) 2019. - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 475cc mentor memorygel breast implant and was presented with swollen glands, neck pain and fever, right side pain, and cutaneous contour deformity. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.